Event description:
Device malfunction: none. Symptoms/ae: probable small embolic cva. Time of symptoms/ae: during the procedure in 2006 with a stop date of nine days later. It was reported that during the procedure the patient experienced a probable small embolic cva. The start date was 2006 with a stop date reported to be nine days later. The condition was not pre-existing and is unknown if felt related to the device(s). No action/treatment was given and the event resulted in prolonged hospitalization. The patient's outcome was reported to be resolved. No additional information was available.